Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7098343. Product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 593764.

Event description:
It was reported that the patient had an infection at the midline incision site that spread towards the ipg incision site. The physician confirmed that the infection was device related and the patient was prescribed with antibiotics. The patient underwent an explant procedure and was discharged the following day. All device components were removed and discarded by the medical facility.